Manufacturer narrative:
The post-procedure flow was timi 3. The mid lad was a non-target lesion and was treated by balloon angioplasty only. The first diagonal target lesion was a target lesion. The 1st diagonal target lesion was re-ported to be: de novo, 3.0 mm, ostial, 15 mm length, not calcified/tortuous, a 95% stenosis, and type c. The lesion was pre-dilated after failed direct stenting with a 3.0 x 20 mm balloon catheter at 17 atm. A cypher 3.0 x 33 mm stent was implanted at 14 atm. The stent was post-dilated with a 3.75 x 12 mm balloon catheter at 20 atm. The residual stenosis was 10%. The flow pre-procedure was timi 1 and post-procedure timi 3. The patient was discharged the day after the procedure. There were no reported procedural complications, device deviations or adverse events reported prior to discharge. Additional information from cec adjudication minutes indicated that on (B)(4) 2012, the patient went to the emergency room complaining of bright red blood in stool which began one day earlier. He was on dual antiplatelet therapy at that time. It was also reported the patient had discontinued warfarin two weeks prior to this admission. A colonoscopy revealed mild diverticulosis, moderate internal hemorrhoids and mild rectal wall thickening. No blood or clots were appreciated. No transfusion was given. The site reported a bleeding event occurring on (B)(6) 2012 with no treatment and outcome as ongoing. A non-complaint code for bleeding has been entered in the file. In the ER on (B)(6) 2012, other symptom was mild chest discomfort which was not present outside the setting of defecation. Regarding the chest discomfort, the consulting cardiologist questioned whether it was related to blood loss from a gi bleed or perhaps related to the rca ostial rotablator treatment one week prior. On (B)(6) 2012 at 14:45, the troponin was 0.146 (0.04 unl). Another set revealed 0.126 troponin. On (B)(6) 2012 at 00:10, the troponin was 0.150 (ratio 3.75). On (B)(6) 2012 at 06:43, the troponin was 0.152 (ratio 3.8). On (B)(6) 2012 at 10:53, the troponin was 0.082 (ratio 2.1). The ck and ckmb were not tested. No ecgs were obtained per the site, however, the cardiology note dated (B)(4) 2012 reported the ECG showed sinus rhythm with age indeterminant anterior wall infarction and mild prolongation of the qtc interval. Repeat angiography was not performed. The site did not report an event of mi, but adjudication minutes considered this event as an mi. The patient was discharged on 05/11/2012 on dual antiplatelet therapy. Concomitant medications included ace inhibitors, altace, ambien, beta blocking agents, calcium channel blockers, plavix, cozaar, heparin, hmg coa reductase inhibitors, isosorbide, metformin, tylenol, and zocor. Additional information will be submitted within 30 days of receipt. This is one of two products involved with this adverse event in which associated manufacturer report numbers are 3003742446-2010-00445 and 3003742446-2013-00019.

Event description:
The complaint received states that approximately 26 months post index procedure, the patient suffered an mi. This is a (B)(6) male with medical history including angina, positive functional study for ischemia, previous pci (B)(6) 2006, previous CABG (B)(6) 1998, family history of coronary artery disease, stable angina pectoris, hyperlipidemia, hypertension, atrial fibrillation, diabetes mellitus type ii, insomnia, and skin rash. Allergy to: ivp dye, pcn, bph, and sulfa. At the time of the index procedure, the cypress study indicated that the patient was enrolled in the study to treat an in-stent-restenosis (isr) of a previously implanted taxus stent in the rpda. This is a (B)(6) male with medical history including angina, positive functional study for ischemia, previous pci (B)(6) 2006, previous CABG (B)(6)1998, and family history of coronary artery disease, stable angina pectoris, hyperlipidemia, hypertension, atrial fibrillation, diabetes mellitus type ii, insomnia, and skin rash. Allergy to: ivp dye, pcn, bph, and sulfa. The rpda target lesion was reported to be: an isr of a des, 3.0 mm vessel diameter, 15 mm length, distal, moderately tortuous, a 70% stenosis, not calcified, and type c. The lesion was pre-dilated. A cypher 3.0 x 33 mm stent was implanted at 20 atm. The stent was post-dilated with a 3.0 x 20 mm balloon catheter at 20 atm. The residual stenosis was 10%. The flow pre and post-procedure was timi 3. The patient was discharged the day after the procedure. There were no reported procedural complications, device deviations or adverse events reported prior to discharge. The patient returned approximately five weeks later for a planned staged procedure. The patient had first diagonal (1st diagonal) and mid left anterior descending (lad) target lesions treated during the procedure. The mid lad non-target lesion was reported to be: de novo, mid, 8 mm length, and the lesion including side-branch is less than 2.5 mm. The residual stenosis was 10%.